Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral annuloplasty ring was implanted and explanted during the same procedure. The device was explanted and replaced with a bioprosthetic valve due to a failure of the patient's native tissue. No other adverse patient effects were reported.